Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient broke the black collar of his pocket controller would the controller be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broke black collar on the pocket controller was confirmed with the provided reference photo. The provided reference photo captured a fracture on the black locking nut and a portion was missing. Additional information indicated the suspected product was disposed of by the hospital and will not return for an evaluation. While a root cause of the damaged locking nut could not be determined during the evaluation, a connector nut material change was implemented to address similar reported issue. Per the device history record, system controller (serial#: (B)(6) was manufactured prior to this change. Abbott is continuing to monitor similar issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial#: (B)(6) was shipped to the customer on 17may2016. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.